Event description:
When doctor pressed cautery pedal, monitor went dark. All connections checked. When scope was removed, the end of the cutting loop was loose and end of scope was blackened. The loose piece of cutting loop retrieved with cystoscope.